Event description:
This patient came to us from (B)(6). He was wearing a t-shirt and hospital- issued shorts. He was cleared by myself and another tech. I had him change into a gown, but he kept the hospital shorts on. He arrived in a wheelchair, but was in significant pain, so I grabbed all available hands to help get him onto our table in the inpatient holding bay. The patient ended up being able to transfer himself to the table without assistance. The other technologist then helped me wheel the patient into the room and get him ready for the scan. This patient had an MRI pelvis "wo" ordered. He was set up head first in the scanner, with the blue wedge cushion under his knees and the torso coil over his pelvis. The long, gray arm cushions were placed under both arms. He did not have a blanket over him, and at that time, I did not think that his legs were touching below the shorts. He was average height and weight, but had edema in his pelvis and legs. He had the headphones and squeeze ball, which he was instructed to squeeze if he had any problems, or an emergency and needed to get my attention. The normal pelvis protocol was run on normal mode, no adjustments made to parameters. I started the scan, and checked with the patient after the localizer was completed, to see if he was doing ok and if the music was loud enough. He stated that everything was fine and the music was loud enough. I scanned for about 5 minutes and checked with him again. The patient stated that everything was still fine. When I checked with him after another five minutes, he told me that his legs felt hot. I immediately went into the room and pulled him out of the scanner. He then indicated that his inner thighs felt very hot and like they were burning. I pulled the table out of the room, where I ran into the lead technologist, who then helped me get the table out to the inpatient bay. A radiology rn was called, as well as a rad. The scan was not completed. The patient had a red mark (thermal injury) on both thighs. No blistering. The radiology rn called on the patient for the next two days and the patient had not noted any pain in the area and there was no change. FDA safety report ID# (B)(4).